Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted head and neck surgical procedure, an operating room (or) staff reported they were unable to use the cut function on the integrated electrosurgical unit (iesu) with the monopolar cautery instrument. They had tried reseating the cable, but the issue persisted, and this had also occurred about a month ago. The technical support engineer reviewed the event logs and found no errors for the energyshield monitor (esm) or erbe. The tse advised changing the instrument and energy cord. The caller stated she would retrieve the items and call back if the issue persisted. The procedure was completed as planned.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and was able to confirm the reported event via m-0b errors in erbe logs from (B)(6) 2026. However, the event could no be replicated on site. M-0b errors halt monopolar activation but are related to the ne/ground pad. Unit tested on system, all operations successful via all ports. Additional c-84, m-b0 errors in erbe logs.